Event description:
It was reported that the ceramic liner and/or femoral head fractured. The revision operation is planned for monday (B)(6) 2015. More information is currently not available, but will be provided on monday (B)(6) 2015. The patient visited the doctor after complaints about the right hip. Medical intervention was done on 23-03-2015. A broken trident alumina insert and alumina femoral head were removed and replaced by: 623-00-32e lfit v40 femoral head 32mm +4. (B)(4). Trident 0° x3 polyethylene insert.

Manufacturer narrative:
An event regarding shell malposition involving an unknown trident shell was reported. Conclusion: based on the provided information and the medical review carried out the product reported in this investigation did not contribute to the event. The medical review indicated "impingement between stem neck and cup rim due to cup malposition in absent anteversion caused subluxation in the arthroplasty leading to an overload condition in the ceramic surfaces as caused by point contact between ceramic head and liner during subluxation."

Event description:
It was reported that the ceramic liner and/or femoral head fractured. The revision operation is planned for monday (B)(6) 2015. More information is currently not available, but will be provided on (B)(6) 2015. *update* the patient visited the doctor after complaints about the right hip. Medical intervention was done on (B)(6)-2015. A broken trident alumina insert and alumina femoral head were removed and replaced by: 623-00-32e lfit v40 femoral head 32mm +4, 6260-9-232 trident 0 degrees x&#2072;3polyethylene insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.